Event description:
In 2006, facility's registered nurse contacted the gambro intensive care (ic) therapy specialist on call for a recurring replacement incorrect weight change alarms. Facility's registered nurse stated that the alarms occurred following changing the prismasate bag. She was instructed to check for kinks or clamps on the lines, and to verify the spike in the prismasate bag. Facility's registered nurse pushed the spike in further into the bag and this resolved the replacement incorrect weight change alarms. The replacement rate was set at 3000ml/hr and the pt fluid removal for 70ml/hr. Machine's status screen reviewed an input and output data of pt fluid removed at 204ml and accumulating a replacement of 469ml and unchanging. Following facility's registered nurse re-spiking the bag, the replacement rate began to change.